Event description:
Physician inserted the chest tube, but was unable to remove trocar. After several unsuccessful attempts to remove the trocar, the first tube was removed and a new 8 french chest tube was inserted into the same incision.